Event description:
During an atrial fibrillation ablation procedure using a swartz braided transseptal introducer, a pericardial effusion occurred. The physician positioned alive-wire catheter in the coronary sinus and advanced the swartz braided transseptal introducer into the right atrium in preparation for transseptal puncture. After several maneuvers to position the introducer, a pericardial effusion was noted on fluoroscopy and confirmed with a transesophageal echocardiogram. The physician aborted the procedure and performed no further intervention to treat the effusion. The pt was stable and was in observation at the time of this report. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigations are inconclusive since the device was not returned for analysis. Our analysis was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated completed complete in accordance with sjm specifications and procedures. Based on the info rec'd, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known inherent risk of the transseptal procedure.